Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump was exposed to moisture, and the customer received a battery out limit alarm. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.